Event description:
A nurse reported that during a cataract surgery with intraocular lens (iol) implant procedure, the injector was plugged. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).